Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4). On 03-oct-2015. The most recent information was received on 09-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of device dislocation ("essure migrated out of fallopian tubes into uterine cornua / malposition of essure device") and embedded device ("difficult to determine how deeply the coils were embedded in the myometrium") in an adult female patient who had essure inserted (lot no. B71763) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometrial thickening, abdominal bloating, vitamin d deficiency, bronchial asthma, endometrial polyp, uterovaginal prolapse, menorrhagia, multi gravida and parity 3. The patient had a family history of cancer and diabetes. As concurrent condition the report mentioned breast feeding. The only concomitant product mentioned was ibuprofen for procedural pain since (B)(6) -2014. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced abdominal distension ("constant bloated feeling") and dysmenorrhoea ("chronic pelvic pain at the beginning of her menstrual cycle"). In (B)(6) 2015 she experienced pelvic pain ("feel sharp pains where the coils were inserted / pain / extreme pelvic pain"). In 2019 she experienced night sweats ("night sweats"). In 2021 she experienced hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problem"), rash ("rashes or skin condition") and allergy to metals ("nickel allergy"). On (B)(6) 2022 she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required), libido decreased ("decrease in my libido"), dyspareunia ("painful intercourse"), arthralgia ("joints get very achy"), dysgeusia ("metallic taste in my mouth"), hypomenorrhoea ("periods become very short"), constipation ("often feel the coils when I am constipated"), lymphadenopathy ("glands are swollen"), weight loss poor ("loose weight find to be a constant battle"), hyperhidrosis ("harmonal changes - sweating"), breast tenderness ("breast tenderness") and fatigue ("fatigue"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy done on (B)(6) 2022). At the time of the report, the outcomes for device dislocation, embedded device, abdominal distension, dysmenorrhoea, libido decreased, dyspareunia, arthralgia, dysgeusia, hypomenorrhoea, constipation, pelvic pain, lymphadenopathy and weight loss poor were unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, breast tenderness, constipation, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, hyperhidrosis, hypersensitivity, hypomenorrhoea, libido decreased, lymphadenopathy, mental disorder, night sweats, pelvic pain, rash and weight loss poor to be related to essure administration. The reporter commented: initial report: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case# (B)(4) awareness date 03-oct-2015 ). An may-2014 reporter got essure inserted in her doctors office after a liquid ibuprophen given. No nickel allergy test done. Three month hysterosalpingogram follow up showed coils blocked tubes. Constant bloated feeling in her stomach after the procedure. After nursing her son, dieting, exercising, making a very effort to loose weight is difficult. Major decrease in her libido and occasionally very painful intercourse. Joints get very achy , she has a metallic taste in mouth. Periods became very short in duration (past 3 cycles). Often can feel the coils when gets constipated, got sharp pains where coils were inserted. Her glands were swollen. Follow up 01-mar-2023 (legal claim): immediately after being implanted with the essure® device, plaintiff started experiencing chronic pelvic pain at the beginning of her menstrual cycle. An ultrasound performed on (B)(6) 2022 showed coils had migrated and were no longer in the fallopian tubes but in the cornua ¿open into the uterine cavity. At a follow-up visits on (B)(6) 2022, recommendation to remove the essure® coils removed. Doctor discussed with her that it was difficult to determine how deeply the coils were embedded in the myometrium and if a hysterectomy would be required to remove the coils. On (B)(6) 2022, essure® coils were removed under general anesthesia, the uterus, cervix, and both fallopian tubes were removed after deployment of the device, there was approximately 3 - 4 coils in the left side approximately 3 -4 coils were in he uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2014: essure insertion: after deployment of the device, the ends of the coils remained outside the fallopian tube in the uterine cavity [pathology test] on (B)(6) 2022: proliferative endometrium with stromal breakdown . No hyperplasia or malignancy seen.; on (B)(6) 2022: gross description: eceived in formalin and labeled with the patient's name and date of birth is a total hysterectomy to include the cervix and previously amputated bilateral fallopian tubes. Two coiled wires are seen at the site of the previously amputated fallopian tubes. On sectioning, the cut surfaces reveal a pink-tan, homogeneous parenchyma. The parenchyma displays a mildly trabeculated appearance. The first fallopian tube measures 4.2 cm. In length with an average external diameter of0.8 cm. It is diffusely hemorrhagic and displays multiple opaque fluidfilled paratubal cysts measuring 0.1 to 0.2 cm. In greatest dimension. No essure coil is identified in the lumen of the fallopian tube. The second fallopian tube measures 4.3 cm. In length with an average external diameter of0.6 cm. It is diffusely hemorrhagic and displays two clear fluid-filled pa.ratubal cysts both measuring 0.1 cm. In greatest dimension. No essure coil is identified in the lumen of the fallopian tube. [Pathology test] on (B)(6) 2022: proliferative endometrium with stromal breakdown . No hyperplasia or malignancy seen.; on (B)(6) 2022: gross description: eceived in formalin and labeled with the patient's name and date of birth is a total hysterectomy to include the cervix and previously amputated bilateral fallopian tubes. Two coiled wires are seen at the site of the previously amputated fallopian tubes. On sectioning, the cut surfaces reveal a pink-tan, homogeneous parenchyma. The parenchyma displays a mildly trabeculated appearance. The first fallopian tube measures 4.2 cm. In length with an average external diameter of0.8 cm. It is diffusely hemorrhagic and displays multiple opaque fluidfilled paratubal cysts measuring 0.1 to 0.2 cm. In greatest dimension. No essure coil is identified in the lumen of the fallopian tube. The second fallopian tube measures 4.3 cm. In length with an average external diameter of0.6 cm. It is diffusely hemorrhagic and displays two clear fluid-filled pa.ratubal cysts both measuring 0.1 cm. In greatest dimension. No essure coil is identified in the lumen of the fallopian tube. [Ultrasound scan] on (B)(6) 2022: coils had migrated, now outside tubes in cornua space where fallopian tubes open into uterine cavity. Difficult to determine how deeply the coils were embedded in the myometrium and impression: normal uterus, normal ovaries, thickened endometrial lining with no doppler flow. No adnexal masses. No fluid in the cul de sac. Findings: essure coils are seen in the region of the right and left cornua.both ovaries are well visualized and show normal doppler flow. Multiple small follicles are seen in both ovaries. Lot number: b71763 manufacture date: 2013-09-11 expiration date: 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: FDA (B)(4) on 03-oct-2015. The most recent information was received on 15-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of device dislocation ("essure migrated out of fallopian tubes into uterine cornua / malposition of essure device") and embedded device ("difficult to determine how deeply the coils were embedded in the myometrium") in an adult female patient who had essure inserted (lot no. B71763) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometrial thickening, abdominal bloating, vitamin d deficiency, bronchial asthma, endometrial polyp, uterovaginal prolapse, menorrhagia, multi gravida and parity 3. The patient had a family history of cancer and diabetes. As concurrent condition the report mentioned breast feeding. The only concomitant product mentioned was ibuprofen for procedural pain since on(B)(6) 2014. On (b)(60 2014, the patient had essure inserted. In 2014 she experienced abdominal distension ("constant bloated feeling") and dysmenorrhoea ("chronic pelvic pain at the beginning of her menstrual cycle"). In (B)(6)2015 she experienced pelvic pain ("feel sharp pains where the coils were inserted / pain / extreme pelvic pain"). In 2019 she experienced night sweats ("night sweats"). In 2021 she experienced hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problem"), rash ("rashes or skin condition") and allergy to metals ("nickel allergy"). On (B)(6) 2022 she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required), libido decreased ("decrease in my libido"), dyspareunia ("painful intercourse"), arthralgia ("joints get very achy"), dysgeusia ("metallic taste in my mouth"), hypomenorrhoea ("periods become very short"), constipation ("often feel the coils when I am constipated"), lymphadenopathy ("glands are swollen"), weight loss poor ("loose weight find to be a constant battle"), hyperhidrosis ("harmonal changes - sweating"), breast tenderness ("breast tenderness") and fatigue ("fatigue"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy done on (B)(6) 2022). At the time of the report, the outcomes for device dislocation, embedded device, abdominal distension, dysmenorrhoea, libido decreased, dyspareunia, arthralgia, dysgeusia, hypomenorrhoea, constipation, pelvic pain, lymphadenopathy and weight loss poor were unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, breast tenderness, constipation, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, hyperhidrosis, hypersensitivity, hypomenorrhoea, libido decreased, lymphadenopathy, mental disorder, night sweats, pelvic pain, rash and weight loss poor to be related to essure administration. The reporter commented: initial report: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in (B)(6) 2015 (case FDA (B)(4), awareness date 03-oct-2015 ). An in (B)(6) 2014 reporter got essure inserted in her doctors office after a liquid ibuprophen given. No nickel allergy test done. Three month hysterosalpingogram follow up showed coils blocked tubes. Constant bloated feeling in her stomach after the procedure. After nursing her son, dieting, exercising, making a very effort to loose weight is difficult. Major decrease in her libido and occasionally very painful intercourse. Joints get very achy , she has a metallic taste in mouth. Periods became very short in duration (past 3 cycles). Often can feel the coils when gets constipated, got sharp pains where coils were inserted. Her glands were swollen. Follow up (B)(6) 2023 (legal claim): immediately after being implanted with the essure® device, plaintiff started experiencing chronic pelvic pain at the beginning of her menstrual cycle. An ultrasound performed on (B)(6) 2022 showed coils had migrated and were no longer in the fallopian tubes but in the cornua ¿open into the uterine cavity. At a follow-up visits on (B)(6) 2022, recommendation to remove the essure® coils removed. Doctor discussed with her that it was difficult to determine how deeply the coils were embedded in the myometrium and if a hysterectomy would be required to remove the coils. On (B)(6) 2022, essure® coils were removed under general anesthesia, the uterus, cervix, and both fallopian tubes were removed after deployment of the device, there was approximately 3 - 4 coils in the left side approximately 3 -4 coils were in he uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2014: essure insertion: after deployment of the device, the ends of the coils remained outside the fallopian tube in the uterine cavity [pathology test] on (B)(6) 2022: ¿ proliferative endometrium with stromal breakdown . No hyperplasia or malignancy seen.; on (B)(6) 2022: gross description: received in formalin and labeled with the patient's name and date of birth is a total hysterectomy to include the cervix and previously amputated bilateral fallopian tubes. Two coiled wires are seen at the site of the previously amputated fallopian tubes. On sectioning, the cut surfaces reveal a pink-tan, homogeneous parenchyma. The parenchyma displays a mildly trabeculated appearance. The first fallopian tube measures 4.2 cm. In length with an average external diameter of0.8 cm. It is diffusely hemorrhagic and displays multiple opaque fluid filled paratubal cysts measuring 0.1 to 0.2 cm. In greatest dimension. No essure coil is identified in the lumen of the fallopian tube. The second fallopian tube measures 4.3 cm. In length with an average external diameter of0.6 cm. It is diffusely hemorrhagic and displays two clear fluid-filled pa. Ratubal cysts both measuring 0.1 cm. In greatest dimension. No essure coil is identified in the lumen of the fallopian tube. [Pathology test] on (B)(6) 2022: proliferative endometrium with stromal breakdown . No hyperplasia or malignancy seen.; on (B)(6) 2022: gross description: received in formalin and labeled with the patient's name and date of birth is a total hysterectomy to include the cervix and previously amputated bilateral fallopian tubes. Two coiled wires are seen at the site of the previously amputated fallopian tubes. On sectioning, the cut surfaces reveal a pink-tan, homogeneous parenchyma. The parenchyma displays a mildly trabeculated appearance. The first fallopian tube measures 4.2 cm. In length with an average external diameter of0.8 cm. It is diffusely hemorrhagic and displays multiple opaque fluid filled paratubal cysts measuring 0.1 to 0.2 cm. In greatest dimension. No essure coil is identified in the lumen of the fallopian tube. The second fallopian tube measures 4.3 cm. In length with an average external diameter of0.6 cm. It is diffusely hemorrhagic and displays two clear fluid-filled pa. Ratubal cysts both measuring 0.1 cm. In greatest dimension. No essure coil is identified in the lumen of the fallopian tube. [Ultrasound scan] on (B)(6) 2022: coils had migrated, now outside tubes in cornua space where fallopian tubes open into uterine cavity. Difficult to determine how deeply the coils were embedded in the myometrium and impression: normal uterus, normal ovaries, thickened endometrial lining with no doppler flow. No adnexal masses. No fluid in the cul de sac. Findings: essure coils are seen in the region of the right and left cornua. Both ovaries are well visualized and show normal doppler flow. Multiple small follicles are seen in both ovaries the most recent follow-up information incorporated above includes data received on: 15-nov-2023: pfs received : lot number added, patient date of birth added, reporters information patient medical history and surgical pathology reports were added. Events "hypersensitivity, night sweats, sweating, psychological disorder nos, rashes and nickel allergy, breast tenderness, fatigue " added rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4)) on 03-oct-2015. The most recent information was received on 10-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of device dislocation ("essure migrated out of fallopian tubes into uterine cornua") and embedded device ("difficult to determine how deeply the coils were embedded in the myometrium") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multi gravida and parity 3. As concurrent condition the report mentioned breast feeding. The only concomitant product mentioned was ibuprofen for procedural pain since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced abdominal distension ("constant bloated feeling") and dysmenorrhoea ("chronic pelvic pain at the beginning of her menstrual cycle"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), libido decreased ("decrease in my libido"), dyspareunia ("painful intercourse"), arthralgia ("joints get very achy"), dysgeusia ("metallic taste in my mouth"), hypomenorrhoea ("periods become very short"), constipation ("often feel the coils when I am constipated"), pelvic pain ("feel sharp pains where the coils were inserted"), lymphadenopathy ("glands are swollen") and weight loss poor ("loose weight find to be a constant battle"). The patient was treated with surgery (uterus, cervix, and both fallopian tubes removed on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, arthralgia, constipation, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, hypomenorrhoea, libido decreased, lymphadenopathy, pelvic pain and weight loss poor to be related to essure administration. The reporter commented: initial report: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case# (B)(4), awareness date 03-oct-2015 ). Ain (B)(6) 2014 reporter got essure inserted in her doctors office after a liquid ibuprophen given. No nickel allergy test done. Three month hysterosalpingogram follow up showed coils blocked tubes. Constant bloated feeling in her stomach after the procedure. After nursing her son, dieting, exercising, making a very effort to loose weight is difficult. Major decrease in her libido and occasionally very painful intercourse. Joints get very achy , she has a metallic taste in mouth. Periods became very short in duration (past 3 cycles). Often can feel the coils when gets constipated, got sharp pains where coils were inserted. Her glands were swollen. Follow up (B)(6) 2023 (legal claim): immediately after being implanted with the essure® device, plaintiff started experiencing chronic pelvic pain at the beginning of her menstrual cycle. An ultrasound performed on (B)(6) 2022 showed coils had migrated and were no longer in the fallopian tubes but in the cornua ¿open into the uterine cavity. At a follow-up visits on (B)(6) 2022, recommendation to remove the essure® coils removed. Doctor discussed with her that it was difficult to determine how deeply the coils were embedded in the myometrium and if a hysterectomy would be required to remove the coils. On (B)(6) 2022, essure® coils were removed under general anesthesia, the uterus, cervix, and both fallopian tubes were removed. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2014: essure insertion: after deployment of the device, the ends of the coils remained outside the fallopian tube in the uterine cavity. [Ultrasound scan] on (B)(6) 2022: coils had migrated, now outside tubes in cornua space where fallopian tubes open into uterine cavity. Difficult to determine how deeply the coils were embedded in the myometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority FDA (reference number: FDA-2014-n-0736-1190) on 03-oct-2015. The most recent information was received on 01-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of device dislocation ("essure migrated out of fallopian tubes into uterine cornua") and embedded device ("difficult to determine how deeply the coils were embedded in the myometrium") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multi gravida and parity 3. As concurrent condition the report mentioned breast feeding. The only concomitant product mentioned was ibuprofen for procedural pain since on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced abdominal distension ("constant bloated feeling") and dysmenorrhoea ("chronic pelvic pain at the beginning of her menstrual cycle"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), libido decreased ("decrease in my libido"), dyspareunia ("painful intercourse"), arthralgia ("joints get very achy"), dysgeusia ("metallic taste in my mouth"), hypomenorrhoea ("periods become very short"), constipation ("often feel the coils when I am constipated"), pelvic pain ("feel sharp pains where the coils were inserted"), lymphadenopathy ("glands are swollen") and weight loss poor ("loose weight find to be a constant battle"). The patient was treated with surgery (uterus, cervix, and both fallopian tubes removed on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, arthralgia, constipation, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, hypomenorrhoea, libido decreased, lymphadenopathy, pelvic pain and weight loss poor to be related to essure administration. The reporter commented: initial report: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case# FDA-2014-n-0736-1190, awareness date 03-oct-2015 ). Ain may-2014 reporter got essure inserted in her doctors office after a liquid ibuprophen given. No nickel allergy test done. Three month hysterosalpingogram follow up showed coils blocked tubes. Constant bloated feeling in her stomach after the procedure. After nursing her son, dieting, exercising, making a very effort to loose weight is difficult. Major decrease in her libido and occasionally very painful intercourse. Jjoints get very achy , she has a metallic taste in mouth. Periods became very short in duration (past 3 cycles). Often can feel the coils when gets constipated, got sharp pains where coils were inserted. Her glands were swollen. Follow up 01-mar-2023 (legal claim): immediately after being implanted with the essure® device, plaintiff started experiencing chronic pelvic pain at the beginning of her menstrual cycle. An ultrasound performed on (B)(6) 2022 showed coils had migrated and were no longer in the fallopian tubes but in the cornua ¿open into the uterine cavity. At a follow-up visits on (B)(6) 2022, recommendation to remove the essure® coils removed. Doctor discussed with her that it was difficult to determine how deeply the coils were embedded in the myometrium and if a hysterectomy would be required to remove the coils. On (B)(6) 2022, essure® coils were removed under general anesthesia, the uterus, cervix, and both fallopian tubes were removed. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2014: essure insertion: after deployment of the device, the ends of the coils remained outside the fallopian tube in the uterine cavity [ultrasound scan] on (B)(6) 2022: coils had migrated, now outside tubes in cornua space where fallopian tubes open into uterine cavity. Difficult to determine how deeply the coils were embedded in the myometrium quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-mar-2023: legal claim was received: reporters lawyers were added. Consumer's city was added. Essure indication was added. Events were added (case upgraded to serious): device migration, embedded device, non-serious event added: dysmenorrhea. Tests added. Treatment added: essure removed with uterus, cervix, both fallopian tubes on (B)(6) 2022. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.